Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during system explant due to infection, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted.